Event description:
The customer reported that an 840 ventilator had an erratic display. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer reported to have replaced the gui lcd panel and passed testing. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).